Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in an adult female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In july 2012, the patient had essure inserted. In august 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)") and headache ("migraine headaches / headaches"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches /migraines") and nausea ("nausea"). In october 2012, the patient experienced alopecia ("hair loss"). In november 2012, the patient experienced vaginal discharge ("vaginal discharge"). In december 2012, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and libido decreased ("diminished libido"). In january 2013, the patient experienced weight increased ("weight gain/loss (specify which one gain)"). In february 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2014, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vulvovaginal mycotic infection ("yeast infection"). In august 2014, the patient experienced allergy to metals ("nickel allergy /allergic or hypersensitivity reaction type: nickel /nickel allergy"). In april 2017, the patient experienced rash ("skin rashes /rashes or skin conditions type: rashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("infection (vaginal)") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (supracervical hysterectomy (partial),salpingectomy (bilateral removal) (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the dyspareunia, migraine, fatigue, alopecia, rash, vaginal haemorrhage, allergy to metals, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, headache, nausea, vaginal discharge, weight increased, libido decreased, abdominal pain lower and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.5 kg/sqm. Approximate weight at the time of essure placement 210 lbs. Essure confirmation test-hysterosalpingogram (hsg). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: yeast infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in an adult female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)") and alopecia ("hair loss"). In july 2012, the patient had essure inserted. In september 2012, the patient experienced migraine ("migraine headaches /migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), rash ("skin rashes /rashes or skin conditions type: rashes"), vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal) "), allergy to metals ("nickel allergy /allergic or hypersensitivity reaction type: nickel /nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia) "), cystitis ("infection (bladder) "), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraine headaches / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), libido decreased ("diminished libido") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (procedure to remove the essure, hysterectomy (partial),salpingectomy (bilateral removal) (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the dyspareunia, migraine, fatigue, alopecia, rash, vaginal haemorrhage, allergy to metals, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, headache, nausea, vaginal discharge, weight increased, libido decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.5 kg/sqm. Approximate weight at the time of essure placement 210 lbs. Essure confirmation test-hysterosalpingogram (hsg). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient details and unstructured relevant tests were added. Essure lot number was added. Menorrhagia, infection (bladder), infection (urinary tract), infection(vaginal), apareunia (inability to have sexual intercourse), headaches, nausea, vaginal discharge, weight gain, diminished libido and lower stomach pain were added as events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in an adult female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In july 2012, the patient had essure inserted. In august 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles /dysmenorrhea (cramping)") and headache ("migraine headaches / headaches"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches /migraines") and nausea ("nausea"). In october 2012, the patient experienced alopecia ("hair loss"). In november 2012, the patient experienced vaginal discharge ("vaginal discharge"). In december 2012, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and libido decreased ("diminished libido"). In january 2013, the patient experienced weight increased ("weight gain/loss (specify which one gain)"). In february 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding /abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2014, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vulvovaginal mycotic infection ("yeast infection"). In august 2014, the patient experienced allergy to metals ("nickel allergy /allergic or hypersensitivity reaction type: nickel /nickel allergy"). In april 2017, the patient experienced rash ("skin rashes /rashes or skin conditions type: rashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal infection ("infection (vaginal)") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (supracervical hysterectomy (partial),salpingectomy (bilateral removal)(B)(6)2017). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the dyspareunia, migraine, fatigue, alopecia, rash, vaginal haemorrhage, allergy to metals, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, headache, nausea, vaginal discharge, weight increased, libido decreased, abdominal pain lower and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, libido decreased, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.5 kg/sqm. Approximate weight at the time of essure placement 210 lbs. Essure confirmation test-hysterosalpingogram (hsg). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event added: yeast infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, fatigue, alopecia, rash, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.